Manufacturer narrative:
This report is being filed under exemption.

Event description:
P. Blomstedt patric, et al. "Pallidotomy versus pallidal stimulation." Parkinsonism and related disorders. 2006; 12(5): 296-301. This article analyzed the long-term effect of posteroventral pallidotomy and pallidal deep brain stimulation (dbs) on parkinsonian pts. Five pts, two women and three men, who had received a pallidotomy contralateral to the more symptomatic side of the body, later received a pallidal dbs on the side contralateral to the pallidotomy. The pts had been implanted with model 3387 lead, unk neurostimulator and extension. Reportable events: the 3387 lead (n=2), neurostimulator (n=2) - two pts had moderate dysarthria which was reversible if the stimulation was altered or stopped. The 3387 lead (n=1) - one pt had post-operative worsening of dysphonia which was irreversible. Neurostimulator (n=1) - one pt experienced a headache secondary to interaction with the pt's hearing device. Extension (n=1) - one pt experienced dystonic symptoms secondary to tension in the extension cable. The cable was revised on the request of the pt without any beneficial results. The 7424 (n=1) - one pt had the device replaced due to frequent unintended switching off; the device was replaced with a kinetra.